Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported via regulatory agency, "an intracapsular rupture and a break in the shell so there is an extra capsular rupture, and fluid inside the implant."

Event description:
Healthcare professional additionally reported left capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
In response to FDA report number: mw 5112025. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.